Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login issue for one user. A technical support specialist determined that the user was unable to access the pas device. Pyxis displayed "account already locked". The tss suggested the impacted user should first try signing into a windows computer with their account, which is the recommended option as it doesn't require it involvement. Depending on the hospital domain setup, it may take up to 15 minutes before the user can access es. If that doesn't work, the user should contact it to manually unlock their domain account even if it doesn't appear locked. As a last resort, the user can request it to reset the password. The user logged into windows to reset the account lockout duration. The tss confirmed that the user was able to login all the stations. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server one user was unable to sign to all stations and displayed error message unable to authenticate. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.